Event description:
It was reported that the symptomatic patient presented in the emergency room. The device was post-sensed t-wave oversensing. The patient received inappropriate therapy. Programming changes were made and the tachycardia therapy was turned to prevent further inappropriate shocks as the patient is also battling cancer. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.